Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (595 mg/dl). The cause for the reported issue was an occlusion alarm occurring. The customer delivered a correction bolus to treat the bg. A supply change was performed and the customer resumed insulin therapy.